Event description:
During a transfemoral tavr procedure, the patient sustained an aortic rupture and expired. The pre procedure annulus measurements were 26mm by tee, and 24.2mmx29.1mm by CT, with an area of 540mm2 . There was severe calcification of the ascending aorta (porcelain aorta) noted on the cta and a small "preexisting effusion". A 29mm sapien xt/novaflex+ delivery system was prepared in normal fashion. A bav was performed with a 25 x 4mm edwards balloon under rapid ventricular pacing (rvp). The patient became somewhat unstable after the bav with a sbp recorded at 80 mm hg. The team proceeded with the tavr and the valve was deployed under rvp landing in a 60/40 position (aortic). The post deployment echo showed trivial pvl, and no central ai. The echo sonographer noted the presence of a new, growing effusion near the stj /ascending aorta and the sbp began to drop to the 60's. The anesthesia team aggressively treated the patient with various meds and CPR was initiated. Ra/rv compression was noted on echo and the primary operators performed a pericardiocentesis to prevent cardiac tamponade. The CT surgeon decided to perform a pericardial window procedure to drain the blood in the pericardial sac. Shortly after the surgical incision was closed, the patient re-bled and despite re-opening the team couldn't restore lv/rv function, the patient succumbed to sustained hypotension and expired on the table.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the perceived root cause by the primary operator was the bav. The intra-op echo images were reviewed after the procedure and the subtle echo lucency posterior to the stj and ascending aorta was noted after the bav and was not appreciably worse after the valve was deployed. The physician suspected the area where the rupture took place was severely calcified and friable which caused the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.